Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported thermistor disparity 345 error message can't be cleared, which was not reproduced through troubleshooting of the device. A review of the event history log identified thermistor disparity 345 error message can't be cleared. The cause was determined to be the environmental factors. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) that could not be cleared. There was no patient involvement. No additional information is available.